Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a 60mm * 100mm thoracic aortic aneurysm. It was reported that on just under five years later, the patient presented with back pain and a type ia and ib endoleaks was observed on CT. Intervention was performed the next day, the physician implanted a vnmf4343c103e, it was reported there was great difficulty positioning this device due to severe tortuosity. Due to the severe angulation the tip capture mechanism would not release so the physician performed the non release tip capture mechanism in order to deploy the bare spring. As per the physician the cause of the event was anatomy and due to disease progression of the distal aorta. No additional clinical sequalae were provided and the patient is fine.